Manufacturer narrative:
(B)(4). Foreign: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Product were returned for evaluation. Visual examination indicates that the articular surface exhibits signs of repeated use (nicked or gouged) and is cracked. Sizing plate exhibits signs of repeated use (nicked, gouged, burrs). Dimensional examination indicates that the devices conform to the measurable print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that returned worn instrument was found to be fractured. Attempts to obtain additional information have been made; however, no more is available.